Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient arrived intubated from the emergency room. It was reported that while the tube was being used by the patient the cuff burst. This generated the decompensating of the patient, who began to present a cough. The tube was removed and replaced.

Manufacturer narrative:
Correction: new information stated that "the conclusion was the problem was not associate to tube, it was associated to the healthcare personnel. They need to training about the uses and the follow of the tube hi-lo." Therefore, this event is not a complaint and regulatory report 2936999-2018-00069 is not applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.